Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Evaluation summary: it is unknown if the surgical technique was followed and what instrumentation was used with these screws. The circumstances under which the fractures occurred are unknown. One or combination of the following causes might have lead to the event: excessive torsion and/or levering which led to an excessive bending moment; damage due to cross threading; and/or damage during cleaning or autoclave. Based on the information available, a definitive cause for these failures cannot be determined. Evaluation: as returned the screws appear to have been used multiple times, and the fractured leading thread of one screw indicates rusting. The fractured fragments are not available. They have an approximate field age of around (B)(6). The screws meet print specification where measured. Device history records indicate all components were manufactured and inspected to specification. No manufacturing abnormalities could be detected.

Event description:
It was reported that 2 provisional locking screws were noted to have chipped leading threads. It is unknown when the event(s) occurred.